Manufacturer narrative:
Other applicable components are: product ID: 8780 , (B)(4), implanted: (B)(6)2017, explanted:(B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (patient¿s daughter) via the representative reported the patient passed away on (B)(6)2018. The cause of the death was unknown, and it was unknown if the death was thought to be related to the device or therapy. The representative stated the consumer suspected the pump was the cause of the death. The representative stated that the consumer said the symptoms the patient exhibited prior to the passing away were consistent to overdosing. The patient passed away in a hospital. It was unknown of an autopsy would be completed. The representative stated that two days prior to the patient¿s death, the patient had a catheter revision and was sent home. The representative stated that on morning of (B)(6)2018, the patient was unresponsive. The representative stated that the patient had been feeling fatigued from the night before. The representative stated that in the morning, the patient was snoring, and the patient¿s wife tried to arouse the patient, but he was unresponsive. The representative stated that before the patient left the house, the consumer said that it seemed like he was coming around, and they thought he would be okay. The representative stated that the patient was being transported by ambulance to the emergency room. The representative stated that at 1.5 miles away, they stopped the ambulance and called a helicopter to meet the ambulance. The representative stated that they tried to administer narcan twice, but it was not helpful. The representative stated that the consumer said she had spoken to the physician and that her impression from what the doctor said was that the pump had given the patient too much medicine. The representative stated that those were the details she had and did not ask the family member any questions. The change in therapy/symptoms was considered sudden. The device would be explanted and not returned to the manufacturer for analysis. The pump contained dilaudid and marcaine, both with unknown concentrations and doses.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a device manufacturer representative. The catheter was replaced on (B)(6) 2018. The hcp did not find a notable cause of being unable to aspirate. The new catheter was patent and the patient was now receiving therapy. No further complications were noted.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient noted less efficacy with the pump recently. Also at a refill the expected volume was 12cc and the actual volume was 23cc. A catheter dye study was performed and the hcp could not aspirate the catheter. The catheter was going to be replaced. The surgery had not been scheduled yet. It was noted that the patient stated they had fallen several times. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a device manufacturer representative. It was noted the cause of the inability to aspirate the catheter was unknown. No further complications were noted.